Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 450 mg/dl and sensor glucose of 80 mg/dl. The customer had a change sensor alarm. The customer stated that the calibration was not accepted. The product was not returned for analysis.